Event description:
It was reproted that a spectrum pump had a system error 322. It was also reproted that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom of system error 322 was confirmed through review of the event history log. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary assemblies were replaced.